Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and recommended bringing the patient in for further testing. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to an out of range shocking impedance measurement. No adverse patient effects were reported.